Event description:
It was reported that the patient presented remotely via merlin.net. It was noted the right ventricular (rv) lead had high defibrillation impedance. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.